Event description:
It was reported that the patient experienced hyperglycemia after running out of insulin and delaying infusion set or supply changes, with capillary glucose reportedly reading ¿high,¿ peaking over 400 mg/dl for an estimated 6 hours; the patient used backup therapy and administered 20 units of fast-acting insulin (novolog). Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was reported as none with a ketone action plan available and followed. Outcomes included no need for professional medical intervention and no additional assistance required. Investigation included complaint handling and collection of blood glucose event details from the patient. Investigation of this case revealed user-related factors associated with delayed supply changes and running out of insulin, while the specific device contribution could not be determined. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.